Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done in 2000. The healthcare professional has been informed that the explanted device should be returned to cochlear limited.

Event description:
In 1999, a 7 yr-old pt fell from a bicycle. A subsequently taken x-ray did not show any abnormalities. In 1999, two electrodes (13 and 15) developed high impedance (about 145 kohm) and were switched off. During tune-up session on on 01/24/2000, it became obvious that the performance and development of the pt had decreased over the last 3 mos. Telemetry check on 01/24/2000 revealed 9 electrodes (3, 12, 13, 14, 15, 16, 18, 19, 20) with high impedance (>133 kohm). Additionally, these electrodes went out of compliance in psychophysics at very low levels. The integrity test by cochlear staff on 01/26/2000 showed normal output for electrodes with normal impedance. The implant is not working according to spec and has lost its clinical benefit. Reimplanted in 2000 with ci61545.